Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was at school when he loss consciousness and had a seizure. The parent reported that multiple fingersticks were taken during the time of the event and that at some point the cgm reading was 22.0 mmol/l, and the blood glucose reading was 2.1 mmol/l. The teacher called the school's emergency response who took a fingerstick, gave the patient glucose and called the ambulance. Once the paramedics arrived, they took another fingerstick and more glucose was given. When the patient regained consciousness, he was able to take some dextrose tablets and drank some apple juice. The patient was brought to the hospital, but it was not reported that the patient received more treatment there. The patient was sent home within 24 hours of arriving to the hospital. At the time of the event the patient was still tired, confused, and suffering from memory loss from the day before. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.